Manufacturer narrative:
This is the same event as 3010536692-2016-00696.

Event description:
Allegedly the patient was revised due to the following mom complications: bone cysts; pseudo-tumors; metallosis and osteolysis; high levels of metal ions such as chromium in the bloodstream; loosening of the acetabular cup and femoral component. (Left).